Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the unit's user interface board and internal battery to resolve the reported issue. The fse ran a system calibration, battery run time test and performance verification testing (pvt). The unit passed all testing and was ready for service.

Event description:
The customer contacted philips technical support (ts) stating that unit had no activity at power up. The customer reported there was no patient involvement. The event date was not specified; estimate used.